Manufacturer narrative:
There was no report that an ion system, instrument or accessory malfunctioned during the procedure.

Event description:
A patient in a study (ion registry) underwent an ion lung biopsy. After the procedure, on the same day, the patient experienced acute hypoxic respiratory failure requiring 2l supplemental oxygen that failed to be weaned despite multiple breathing treatments, chest x-rays (cxr) and bedside ultrasound (us) to rule out pneumothorax or alternative pathology of patient's hypoxia. Suspect poor pulmonary reserve and post-procedure atelectasis were noted as contributing factors (patient reports compliance with triple inhaler therapy of advair and atrovent with albuterol as needed). The event was reported as resolved two days later. The target lesion of the right upper lobe measured 11 x 7 x 8 mm in size, was 28 mm from the nearest pleura, and 38 mm from the nearest major blood vessel. Tools used were 21g flexision needle, cryoprobe - 1.1mm, cook captura forceps, and bronchoalveolar lavage (bal). The procedure time was 39 minutes and was completed as planned with ion; there was no report of an ion device malfunction during the procedure. Pathology results were not reported. There was no report of an ion device malfunction. The study investigator reported the event as a common terminology criteria for adverse events (ctcae) grade 4, not related to the patient¿s existing condition(s), not related to the ion system, and not related to the ion procedure.